Manufacturer narrative:
Certas valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined; however, the possible root cause for the ¿shunt infection¿ reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
Study: a facility reported "peritonitis with shunt infection". "Deterioration in general condition, abdominal abscesses in relation to the peritoneal catheter, therefore shunt system explanted". Accessed by investigator as an adverse event possible related to device (certas valve).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.